Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer stated that the discordant results were isolated to this sample. The instrument was performing as expected and service was not required. A siemens headquarters support center (hsc) specialist reviewed the instrument data and indicated that the presence of fibrin or gel prevented the integrated multi-sensor technology (imt) system from making a proper dilution. The cause of the discordant sodium and chloride results was a sample specific issue. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na) and chloride (cl) results were obtained on one patient sample on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The sample was repeated on a dimension vista 500 instrument, resulting lower. The sample was tested for sodium on the original dimension vista instrument (s/n: (B)(4)), also resulting lower. The repeat sodium result from the original dimension vista instrument was reported to the physician(s). It is unknown if the repeat chloride result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium and chloride results.